Event description:
It was reported that physician's wand was not working properly. Troubleshooting steps were performed but it did not resolve the issue. Physician could not interrogate the patient's device. New wand was sent to the site and the old wand was returned to manufacturer for product analysis. Analysis was completed on the returned wand and the allegation was confirmed. The serial data cable, which produced communication errors, had an intermittent conductor. A known good bench serial data cable was substituted and a known good bench battery was installed and all communication errors cleared.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.